Event description:
At this c3, the tightness test became notok many times. The expiration valve cover and diaphragm were replaced with notok. Tsw results in notok for pvent monitor related tests. From this result, we are thinking of replacing the pressure sensor assembly with the pvent monitor. Is this idea correct?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause has not been investigated in detail. There was no patient harmed.